Event description:
It was reported that boston scientific technical services (ts) was asked for a consult review to confirm device operation due to high, out-of-range impedance measurements of greater than 3000 ohms having been seen on the left ventricular (lv) lead. Ts discussed that the device had been programmed to right ventricular lead pacing only, possibly because of the previous lv lead impedance measurements. The device and lv lead were later explanted due to a non-product related experience; it was indicated that product issues did not play a role in the decision to explant. No adverse patient effects were reported.